Event description:
Customer reported difficulty in pressing the wake button on the pump, which required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use current pump.